Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that the infusion set's tubing was disconnected from connector on (B)(6) 2022. The issue occurred with one infusion set used for one hour. The blood glucose level of the patient at the time of event was 158 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.